Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a high, out of range shock impedance measurement was observed. The sensing, pacing impedance and threshold measurements were all stable and appropriate. There were no recorded episodes of noise and no noise or impedance measurement variations could be produced. It was reported that the patient had recently undergone transcutaneous electrical nerve stimulation therapy and the physician suspected this resulted in the out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that a follow-up was performed. No abnormal measurements were observed. The out of range measurement was attributed to the transcutaneous electrical nerve stimulation therapy. No adverse patient effects were reported.